Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, at the time of performing the upper fixation point, when the suture was released, a part of the large needle driver (lnd) instrument bite detached from the jaws and fell into the patient. The fragment was retrieved during the same procedure and a backup instrument of the same type was used to complete the procedure. Intuitive surgical, inc. (Isi) reached out to the reporter to obtain additional patient/event information but did not receive a response as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large needle driver (lnd) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the customer reported complaint. The large needle driver (lnd) instrument was analyzed and found to have the carbide insert detached from one of the grips. The fragment was returned along with the instrument. Common causes of the failure mode carbide insert damage on the instrument grips-tips are typically attributed to mishandling/misuse. This may be attributed to damage during use, which may result from applying excess force on the instrument grip tips during handling, insertion, usage (overloading), or removal. Review of the provided image and video was confirmed to be consistent with the alleged complaint that the large needle driver instrument bite detached from the jaws and fell into the patient. This is considered a reportable event due to the following conclusion: fa confirmed the instrument was found to have the carbide insert detached from one the grips. Additionally, fa acknowledged that a broken piece was returned along with the instrument. The unintended broken fragment(s) falling inside the patient required unexpected medical intervention for retrieval. If additional information becomes available, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter for additional information: the instrument was inspected prior to use with no issues identified. Approximately 15 to 20 minutes into the procedure, the upper fixation point was being made, when the suture was released, a bite portion of the large needle driver (lnd) instrument dislodged from the jaws and fell into the patient. The surgeon was performing a procedure step regularly performed and does not know how it occurred. No interoperative collisions were observed. The customer stated the only thing the instrument had contact with was the needle where the fixation point was made. The fragment was removed with a laparoscopic needle driver used by the first assistant with no injury. All the fragments were recovered as it was inspected once the instrument was removed. The piece removed fit into the instrument. No additional surgical procedure was required to remove the fragment. The patient has not returned to the hospital experiencing any post-surgical complications.